Event description:
It was reported that an ilet touchscreen became nonresponsive on the upper portion of the display, preventing selection on that area and blocking a restart or firmware update, which reflects a device problem of an unresponsive key/button localized to the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive control on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.